Event description:
The nursing station patient monitor indicated the patient was tachypneic. Upon arriving in the patient's room, personnel observed the ventilator screen to be "blank" and not ventilating the patient. A "high screaming alarm" was reported to be coming from the ventilatior. The ventilator had gone into an ambient state, discontinuing to deliver any breaths to the patient. The ventilator was exchanged and quarantined for evaluation by clinical engeinnering. No patient harm was reported.